Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings:a visual inspection of the pump showed no damage to the keypad cover. During testing, all the keypad buttons responded properly. The keypad cover was removed and no damage or contamination was found. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was alleged that during priming, the pump did not sound normal and the button was released. During the next attempt to prime, the pump would not stop priming despite the ok button being released. Multiple buttons were then pressed and the pump was then able to be stopped from priming insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.